Event description:
A pt reported blood gluccose results of "138 mg/dl" with a lifescan meter and "89 mg/dl" on a laboratory device, performed within 10 minutes of each other. The customer care rep walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter nad strips for evaluation, but has not yet received them.